Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had a new ins and leads placed because there was an issue with the old one. The patient reported something was not corrected right and broke loose and was not working so on (B)(6) 2018 they had to put new leads and ins in over the right side. There were no further complications reported.